Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and distal movement on the balloon. The stent was damaged with most severe damage and bunching of stent struts in the mid-section. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 38mm synergy¿ drug eluting stent was selected for use. During preparation, it was noted that there were deformity on the stent struts. The device never went inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mm x 38mm synergy¿ drug eluting stent was selected for use. During preparation, it was noted that there were deformity on the stent struts. The device never went inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported.